Event description:
Allegedly the patient was revised due to the following mom complications shedding of metal debris into the bloodstream; tissue damage; persistent pain and decreased mobility (right).